Event description:
Per the clinic, the patient experienced implant migration while undergoing a skin flap reduction surgery on (B)(6) 2020. The device was subsequently explanted and the patient reimplanted with a new device during the same surgery.